Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the hcp was unsure about the cause of the situation. It was also noted that the patient met with the manufacturer representative (rep) in order to resolve the issue. The patient's last appointment the patient had was in (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Corrected .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient's connector pin broke off and popped out. The patient has had repeated issue regarding the connector pin bending and popping out. Additional information was received on (B)(4) 2018, that the patient was able to successfully charge the implantable neurostimulator recharger (insr) but the implantable neurostimulator (ins) was taking longer to charge. The patient has charged 2 -3 time at the time of the call for an hour or more. Previously, in the mornings, it takes 10 - 15 mins to charge the ins back to 100%. Since the connector pin issue was resolved, the patient has not been able to fully charge the ins . The last time the patient fully charged the ins was a good week and a half before the report. The patient was unable to confirm how depleted the ins was when she tried to charge the ins after receiving the new dtc. The patient confirmed still feeling the stimulation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient's connector pin broke off and popped out. The patient has had repeated issue regarding the connector pin bending and popping out. Additional information was received on (B)(6) 2018, that the patient was able to successfully charge the implantable neurostimulator recharger (insr) but the implantable neurostimulator (ins) was taking longer to charge. The patient has charged 2 -3 time at the time of the call for an hour or more. Previously, in the mornings, it takes 10 - 15 mins to charge the ins back to 100%. Since the connector pin issue was resolved, the patient has not been able to fully charge the ins . The last time the patient fully charged the ins was a good week and a half before the report. The patient was unable to confirm how depleted the ins was when she tried to charge the ins after receiving the new dtc. The patient confirmed still feeling the stimulation.